Event description:
A malfunction was reported on the pump, with the caller noting the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to plug the pump into a power source, and the pump display turned on. The malfunction code displayed was resettable, and assistance was provided to reset the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.